Event description:
It was reported that the patient was recently admitted for subtherapeutic inr and had low flows while inpatient. The patient had complaints of palpitations since his discharge on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file was not able to confirm the reported low flow events. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of palpitations could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. No atypical events or alarms were captured ¿ the only events recorded were associated with pi events. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 explains how to determine the optimal fixed speed and low speed limit for the patient. The low speed limit default setting is 9,000 rpm, but it can be adjusted between 8,000 and 10,000 rpm. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.